Event description:
The customer reported that the capture plates were not washed correctly with the red wash buffer channel; a plate was aborted. The customer observed a slight blue background; liss was not aspirated.

Manufacturer narrative:
A service call was made. A test run was performed after service and the crrs(I and ii) plate did not look good when using the yellow pbs channel and the red pbs channel. The results showed high values in the reaction strength and the buttons were fuzzy. The customer stated they perform decontamination with bleach. The results associated with the complaint appeared after the decontamination. It appears that the customer did not finish the decontamination correctly. Additionally, the customer observed that the container which is generally used for water smelled like bleach. The technician rinsed the system completely with pbs several times.